Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the product(s) used was conducted. All records revealed that all product(s) lots were manufactured within specifications and distributed in accordance with all operating procedures. Analysis of the fracture face indicates that the failure occurred in torsional overload. However it could not be determined if the increased resistance, leading to overload, was generated from a collision with a previously implanted anterior plate screw, or greater interference with hard bone within the pedicle. Hence, a root cause of the reported issue could not be ascertained.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That a surgery took place in which a polyaxial screw fractured during insertion. Multiple attempts were made to remove the fractured portion which led to a significant delay in surgery, however, the threaded portion of the screw remains in the patient. Surgery took place on (B)(6) 2018.